Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 7/3/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, it is not possible to determine the cause of the event.

Event description:
On (B)(6) 24 an ilet user reported they experienced a high blood glucose (bg) event that resulted in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 8/15/24. The user reported being hospitalized due to dka after experiencing high bg levels above 400 mg/dl for a day and a half. The user had not eaten for two days due to financial difficulties, which led to ketosis. Unable to drive due to legal blindness in their right eye, the user called an ambulance when their bg reached 550 mg/dl. They were admitted to the ICU for two days, followed by two days of monitoring, and were treated with IV lantus and humalog. The user was discharged and reconnected to the ilet.